Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the returned impactor pad identified signs of use (dings and surface marring on the impactor surface). There was a chip out of the edge of the impactor, not all fractured pieces were returned. Fracture analysis was performed, the fracture surface artifacts of hackle marks and river lines suggest the overload failure mode. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during impaction, a piece of the impactor broke. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. Another device was not needed to complete the surgery. Attempts have been made and all available information has been provided.